Event description:
The customer reported the system had a battery charger failure message. This message is displayed at boot up, the system will not operate. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The customer was using an extension cords for connection, resulting in lower voltage. The system was tested and found to be working as intended and put back into service.